Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during a case for an intertrochanteric fracture, the nail attached to the targeter was impacted using the appropriate impactor. After confirming the positioning via x-rays, it was observed that the targeter and nail had separated. The surgical team removed the targeter and hardware and proceeded with a different implant system (gamma 3 instead of gamma 4). The surgery was completed , with no adverse patient consequences or need for medical intervention, though there was a slight surgical delay.

Event description:
It was reported that during a case for an intertrochanteric fracture, the nail attached to the targeter was impacted using the appropriate impactor. After confirming the positioning via x-rays, it was observed that the targeter and nail had separated. The surgical team removed the targeter and hardware and proceeded with a different implant system (gamma 3 instead of gamma 4). The surgery was completed , with no adverse patient consequences or need for medical intervention, though there was a slight surgical delay.

Manufacturer narrative:
The reported event could be confirmed as the device was returned and matches the alleged failure. The received nail was visually inspected in we can see slight damage on the nail, also the nail is stuck with the metal fragment of the targeting arm as the nail holding screw is stuck inside both. A functional inspection was conducted to extract the nail-holding screw from the stuck portion but was not feasible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation root cause can be attributed to user related as excessive force was applied on nail holding screw. If any additional information is provided, the investigation will be reassessed.